Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient woke up at 2 in the morning with her stimulator off to a shocking sensation in posterior neck. An impedance check was done and all was normal and within range. The patient wanted different stimulation, so the layout was changed to capture hand better. There was no shocking associated with it. It was reported the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explanted device was with pathology and will be sent back when they are done with it. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had surgery to remove the right lead and replace it with a new one. The patient was getting great stimulation in the correct areas following replacement. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2020; explanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2020. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was still not getting the relief that she needed in her right arm/hand despite multiple reprogramming since her replacement in (B)(6) 2020. The rep reported that the patient was scheduled for a lead revision. No further complications were reported.

Event description:
Additional information was received from the rep. It was reported that the patient's surgery has not yet been scheduled. Per hcp, upon comparing her original implant xrays in 2013 to her replacement x-ray in 2020, the right sided lead was much more lateral than the original implant in 2013. Hcp plans on mimicking the placement of her right lead placement from 2013 to get her the relief that she experienced up until having to be replaced in 2020.

Manufacturer narrative:
Continuation of d11: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the pathology lab discarded the device, so it would not be returned for analysis.

Manufacturer narrative:
Continuation of d11: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, explanted: 2(B)(6) 2020, product type: lead; product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Correction: b5. Information was missing in the previous supplemental regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the patient¿s right sided lead being placed much more lateral than their original lead implanted in 2013 was the lead revision and doctor couldn¿t get the lead where is was before.

Manufacturer narrative:
Continuation of d11: product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2020. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient met with the rep on (B)(6) 2020. Patient was still complaining of shocking/ spasming in her neck when stimulation was increased but that was where she had the most pain and needed stim. Rep was unable to capture that her right, posterior neck or right shoulder with ld programming without causing her neck to spasm. The rep switched patient to hd programming to see if she got more relief/ less shocking/ spasming with that programming. Patient educated to adjust intensity to comfort. Hcp ordered x-ray to check for lead migration.